Manufacturer narrative:
The lens was returned in a small, plastic specimen cup. Solution was dried on the lens. The optic was cut into three pieces, typical of an insertion and removal. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The root cannot be determined for the reported complaint of "patients' eye did not match formula (power), explant". The lens was cut into three pieces, typical of an insertion and removal. Each lens was subjected to a 100 percent assessment of the power and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. The power and resolution of the returned lens could not be re-evaluated due to the optic damage. The questionnaire indicated that the patient had lasik. The 18.5 diopter (add power +2.17/+3.25 diopter) lens was removed. The replacement lens model and diopter information was not provided. The manufacturer internal reference number is: (B)(4).

Event description:
A nonhealth care professional reported that after the intraocular lens (iol) implantation surgery, the lens was explanted and replaced with another lens in a secondary procedure due to unspecified issue. Additional information was received stating that the patient's eye did not match the formula.